Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-13713. It was reported the patient experienced ineffective therapy with their recently implanted cervical system. X-ray diagnostics discovered the patient's lead had migrated. Additionally, the surgeon noted the patient had a possible infection at the ipg site. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient was discharged and prescribed oral antibiotics. All issues have resolved at this time.